Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that patient faced four infusion set leak events on (B)(6)2024. The infusion set was in use the same day. The leak was at the site. No further information available.

Manufacturer narrative:
Initial and final MDR 1894182 - MDR 3003442380-2024-09711- device 2 of 4 e1: patient city: (B)(6) patient country: (B)(6)